Event description:
Boston scientific received information that the patient with this device reported feeling dizzy, at the same time, on several different occasions. During an on-office follow-up, the physician performed an auto threshold test and was able to recreate the same sensation. The patient was reported as pacer dependent with a data review confirming pacing inhibition as the likely root cause of the patients symptoms. As a result, this feature has since been programmed off and a fixed threshold option selected. After system reprogramming, no further issues have been reported. This event is related to a non - united states product advisory which boston scientific refers to as ¿autogen rvat (B)(4) 2014¿. This product is not currently approved for sale in the united states and the event does not affect united states product.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.